Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left and right bottom corners, the right plunger case was cracked, the bottom case was cracked by the l bracket pole clamp, the bottom case was missing the seal, the battery pack was missing and there was visible contamination. A review of the event history log identified check clutch/plunger lever. During the functional testing the reported issue was able to be duplicated, there was a popping noise followed by check clutch/plunger alarm during occlusion test. Visual inspection confirmed the top case damage. The root cause of the physical damage was due to customer impact to the device. The root cause of the plunger error was due to normal wear as the parts were more than five years old. Replaced the top case. Replaced lead screw, clutch spring and both clutch halves. Performed power up, self-test, infusion, and occlusion test, and upgraded the device software. E4 was unknown.

Event description:
It was reported that the pump had a damaged top case and a bad clutch. No patient injury was reported.